Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A field service engineer (fse) visited the site and analyzed the system log files which found that the host was unable to communicate with the flexvision pc. No service action was performed by philips, as the issue was serviced by a third party engineer. The third party engineer resolved the issue by replacing the flex pc. Following replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.